Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 10 in the mouth, primary stability was not achieved due to bone loss from a fractured root. Clinician noted an infection and insufficient bone quantity/quality. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 10 in the mouth, primary stability was not achieved due to bone loss from a fractured root. Clinician noted an infection and insufficient bone quantity/quality.the product will be forwarded to the manufacturer for investigation.there were no reported patient complications. (B)(4).